Manufacturer narrative:
Device evaluation: the lens was not returned as the lens remains implanted. Visual inspection could not be performed therefore the reported complaint could not be verified. Manufacturing record was reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: not specified but occurred about a year before this report. If explanted, give date: not applicable because the lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an implanted lens, model za9003, became opaque about a year ago. The physician described that patient showed lens opacification in the center of the optic zone and the patient complained of vision loss. It is similar to a polar cataract. Lens remains implanted in the patient's eye and the physician is preparing to perform a lens explant. Patient was to be examined on (B)(6) 2016; however, despite follow up attempts no additional information has been provided.